Event description:
It was reported that pump experienced repeated malfunction alarms identified as malf 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and was prepared to rely on alternate method if necessary, while technical support arranged shipment of replacement pump with updated software, confirmed warranty and shipping details, provided instructions for storage mode and pump return, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.